Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia upon waking, with a lowest blood glucose of 50 mg/dl, treated with oral glucose tablets and returning to range within approximately 30 minutes; the user also reported missing a low-glucose alert and expressed concern about recurrent nighttime lows. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal activities without medical intervention or hospitalization. Investigation included review of device logs and alert history, user interview, and troubleshooting and education. Investigation of this case revealed device logs showing limited compression-related low events during the reported period and no device malfunction identified, with user behaviors such as frequent selection of ¿less than¿ meal announcements noted as a potential contributing factor. It was concluded that hypoglycemia occurred with cause unclear, no device failure confirmed, and additional user training was assigned.